Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Device was returned and the device evaluation found that a screw became loose and fell off into the device, then retrieved. Based on the results of the investigation, it is likely that the following led to the malfunction: the screw became loose and fell off because it was not tightened to the specified torque (0.25nm) while assembling and fixing rlshaft at repair process of the device. The fallen screw was one of four screws to adjust center between the shaft and the frame. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): defect of angulation control knob, due to the suggested event, is detectable by performing inspection prior to use in the following chapter of IFU. Operation manual 3.3 inspection of the endoscope olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a screw fell from the control body. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.